Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) is as follows; it was reported that on (B)(6) 2016, a screwdriver shaft broke during a procedure. No patient harm occurred. No delay to surgery time. There was another shaft in the set to complete the surgery. No broken fragments left in patient. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information received (B)(6) 2016 via e-mail that the product is no longer available, device has not yet been received, all fragments were removed from the patient.